Event description:
It was reported to philips that images could not be stored. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The procedure was completed as planned. A philips remote service engineer(rse) inspected the system remotely and found an error message of disk bay of frontal image processing pc(ippc) being degraded . A philips field service engineer(fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse found that the fluoroscopy storage was not possible due to image disk problem. Fse found that there was image disk write error and also indicated that the image disk bay was bypassed confirming that the image processing pc(ippc) was defective. Fse replaced the ippc, host pc and hard disk to resolve the issue. The host pc and ippc were returned for analysis. Part analysis of the host pc did not indicate any malfunction. Part analysis of ippc indicated that there was hard disk drive(hdd) bay connector damage. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after replacement of ippc, host pc and hard disk. The codes were updated based on the investigation outcome.